Manufacturer narrative:
For regularization - retrospective review / FDA request. Origin of the breakages related to the use of the product : operative technique not followed by surgeons. The quality of the product is not questioned. Communication and technical assistance actions with the distributor were conducted to enable surgeons to readjust their surgical technique.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. 2 screws broke during surgery : 1/ incident on (B)(6) 2015: screw broken then removed in full - another screw ø9 l25 was implanted without problem. 2/ incident on (B)(6) 2015: screw broken then removed in full - another screw of the same size was implanted afterward.